Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, the patient experienced loosening secondary to an infection in the left shoulder. As a result, approximately 2 months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
D10: concomitants: unknown competitor's stem, b271729 320-08-42 glenosphere exp 42mm +4mm offset, b415390 320-15-05 eq rev locking screw, b086539 320-20-30 - eq rev compress screw lck cap kit, 4.5 x30mm, b186783 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, b416051 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, b231747 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, b397434 321-52-07 - 3.2mm drill bit sterile. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6 MDR section codes updated/corrected: b the revision reported may be the result of the glenoid loosening and infection as reported. However, the series of events and contributing factors to each cannot be confirmed and any potential contributions from patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. The reported details also state that a competitor humeral implant construct was implanted during the index surgery. This off label use could contribute to uneven loading and wear on the exactech glenoid leading to the reported loosening and sterile certificates were not able to be reviewed for these components. A review of the sterile certificates for the explanted exactech glenoid baseplate and locking screw components was performed and the sterile lots were accepted to the requirements. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.